Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.

Event description:
The patient reported their omnipod dash pdm (personal diabetes manager) battery was swollen, and the device would not charge. Blood glucose levels reportedly increased to 282 mg/dl due to the patient's inability to deliver insulin with the pdm. No medical treatment was required for the reported thermal event. If additional information is received, a supplemental report will be submitted.